Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of nasal jejunal (nj) tube. After an unspecified amount of time, the patient developed an ulcer in the right nostril where the nasal jejunal tube was inserted. The nasal jejunal tube would be transferred to the left nostril. When pulling out the probe and inserting the scope, the patient experienced a serious nosebleed. The procedure was aborted, the ent doctor was called in and with great difficulty he stopped the bleeding. The patient now has a tampon in the nose and it must remain in place for at least 48 hours. It will be decided later whether and how patient will get a new probe.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Epistaxis is a known complication of a nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.